Event description:
The customer reported that the device was sticking to tissue, causing minimal blood loss. There was no pt injury.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed excessive eschar in the jaws. The device was activated on simulated tissue and the jaws stuck to the towel. The jaws were cleaned and the device was reactivated. After cleaning, the jaws were no longer sticking. The reported event is attributed to infrequent and/or improperly cleaning the jaws. The IFU for this device states: keep the instrument jaws clean. Build-up of eschar may reduce seal and/or cutting effectiveness. Wipe the jaw surfaces and edges with a wet gauze pad as needed. To minimize tissue sticking keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.